Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the intraluminal support sent device was used in a stent-assisted embolization procedure. The patient¿s aneurysm was located at the c5 segment of the internal carotid artery (ica), with the small aneurysm measuring approximately 2mm and the parent artery showing overall dilation. The stent was hydrated normally after being removed; however, when the stent passed through the curved vessel, it failed to fully open. After multiple adjustments, it still could not be opened. After retrieving and pushing out the stent, severe deformation of the stent was observed. The physician stated that there were no irregularities in the procedure and the procedure was terminated. The aneurysm was not treated. Reason for not treating the aneurysm and cancelling the procedure was indicated as, "the condition of parent vessel is not good and the aneurysm is small. The physician advises not to do a stent treatment at present and to follow-up for a period of time." Reportedly, the patient is currently in good condition.

Manufacturer narrative:
Additional information: h6, h11 (additional information and device evaluation results). Additional information was received indicating, the statement "the parent vessel is not good" means "the blood vessels are rather tortuous." However, "the anatomy permit passage and deployment of the lvis device." Investigation conclusion: the investigation found the stent returned deformed at the distal end, which is consistent with the condition described in the reported event. The stent shape was able to be corrected during the investigation by realigning the stent body wires. After the shape was corrected, the stent was able to fully open. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the stent deformation. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.